Event description:
The pt called lfs and alleged that their meter would display the battery symbol. They were able to test on the meter the day before the incident. The pt stated that approximately two weeks ago they had woken up, taken their glipizide, and at breakfast. Shortly after (the pt does not remember the time) the pt began to feel dizzy. They attempted to test on the meter but would only get the apply sample message. The paramedics were called and they tested their blood glucose, but they do not remember the result on their meter. The paramedics took the pt to the hospital, but did not give the pt any treatment. The patient's blood glucose was tested on the hospital meter and the result was 247 mg/dl. The pt was treated with insulin for their blood glucose and for high blood pressure. The issue with the meter was not resolved, even after replacing the batteries; therefore, the case is being reported as a malfunction. There is no evidence that the meter contributed to the injury. The pt was already symptomatic when attempting to test on the meter. The pt would still have called the paramedics if they were able to test and obtained a high result. No further information has been reported.